Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked alarm. Customer stated that they experienced high blood glucose level of 324 mg/dl at time of incident. Customer another blood glucose level at time of incident was 200 mg/dl. Customer stated they had high blood glucose due to insulin pump alarming insulin flow block. Customer stated that insulin pump alarmed with no reservoir detected. Customer stated the insulin did exited. The device will not be returned for analysis.